Event description:
During cardiopulmonary bypass, the centrifugal pump stopped as a result of an air bubble alarm. The user had configured the pump to stop in the event of an air bubble alarm, instead of configuring the pump to coast. The coast response to an air bubble alarm reduces the chance of retrograde flow in the extracorporeal circuit. The user did not observe the air bubble alarm messages on the central control monitor or the local pump control display. As a result of the pump stop, retrograde flow of blood occured in the extracorporeal circuit, introducing air. The air was removed by manipulations by the surgical team. The pump was manually operated by means of the backup manual drive until extracorporeal circulation was ended. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Actual device involved in the event was evaluated. Electrical tests performed. Performance tests performed. Failure to follow instructions. User error caused event. As of the date of this report, the patient is reported to have experienced no adverse consequences attributed to this event. A manufacturer representative examined the device at the user location, and computer activity logs have been made available to the manufacturer for analysis. The computer activity logs document that an air bubble alarm resulted in the pump stop. This result was the response the user had configured the pump system to make in the event of an air alarm. The activity logs also document that no attempt was made by the user to reset the air detector and re-start the pump, as instructed in the instructions for use. The user facility has not returned to the device involved in the event. No further evaluation of the device is possible.